Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number. H6: medical device problem code 1494 - pre-close technique was not used when closing with a sheath greater than 8f.

Event description:
It was reported that on (B)(6) 2025, an arteriotomy closure of the right common femoral artery using two proglide devices was performed after a transcatheter aortic valve replacement interventional procedure with a 14f sheath. Both devices successfully achieved hemostasis without issue. On (B)(6) 2025, the patient returned to the hospital feeling weak and unable to walk. Computed tomography angiogram noted that there were two hematomas, causing nerve palsy at the access site. The patient was hospitalized and manual compression was applied to treat the hematomas. On (B)(6) 2025, the patient was discharged and ordered to undertake physical and occupational therapy. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. The pre-close technique was not used with a sheath greater than 8f. The electronic proglide instructions for use (IFU) states: for access sites in the common femoral artery using 5f to 21f sheaths. For access sites in the common femoral artery using 5f to 21f sheaths. For arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The IFU deviation would not have contributed to the reported patient effects. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H11 correction: additional mfg narrative updated.